Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log identified single occurrence of system error 222 messages. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump gave a yellow triangle alert and would not respond to any further inputs. The problem was found during delivery in the intensive care unit. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.